Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error alarm. Customer¿s blood glucose was 360 mg/dl. The customer reported that insulin pump alarmed motor error during bolus. Customer was trying to change battery and failed battery test was occurred. There was no delivery alarm. The customer stated that drive support cap was normal. The customer was advised to inserted a new battery, during rewinding motor error recurred. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.